Manufacturer narrative:
We are waiting for additional info. We are apprised by the distributor about MDR report sent on (B)(6) 2014 but we have not received further detailed info regarding the pt involvement, also after solicit.

Event description:
The laser system has the following problem: "braker flipped during the case and system would not turn back on". No adverse effects to pt were initially reported, but subsequently we received a notice about MDR report sent to FDA. We asked for additional info regarding pt involvement/effects or MDR reports reference but it was not provided to us, also after solicit.